Manufacturer narrative:
This report is being supplemented to provide additional information (h10) and corrected data (h10) regarding the reported event. After further investigation of the event it was determined the reported malfunction does not meet the definition of a reportable malfunction and was reported in error. Please note accordingly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use, the unit produced no image. The general laparoscopy procedure was completed using a different device. Per the customer, the manual for the product and manual of all other equipment was followed. It was confirmed that the camera head was compatible with the ancillary equipment being used. The instructions for reprocessing chapters 5 through 8 are being followed. Additionally, the device was inspected prior to use and no anomalies were noted. Additionally, per the customer, the camera cable does not appear to be damaged.